Event description:
It was reported that there was a right ventricular (rv) lead alert due to low impedance. It was also noted that the rv lead had insulation damage and the patient was experiencing stimulation at the implant site. The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 lead, implanted (B)(6) 2007.